Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins). The rep reported that impedances were out of range (greater than 10,000) on 0-7, 8, 15. The rep reported that in pre-operative the patient reported that she had a fall at one point and had spotty coverage and inconsistent stimulation since. The rep reported that the patient was not programmed on any of the electrodes with high impedances. The rep reported that when the hcp was loosening the set screws on the ins, the silicone over the screws covering that area was found to be loose and immediately came off the battery. The rep reported that the hcp requested for this reason the battery be returned for analysis as it might be defective. The rep reported that impedances were checked with a wireless external neurostimulator (wens) and old leads yielded the same impedance results as with the old battery. The rep reported that the full system was replaced. No further complications were reported.

Manufacturer narrative:
Analysis of the ins, model 37712, serial no. (B)(4), identified that the implantable neurostimulator (ins) grommet was loose. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to 1 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). (B)(4). Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that impedances were out of range (greater than 10,000) on 0-7, 8, 15. The rep reported that in pre-operative the patient reported that she had a fall at one point and had spotty coverage and inconsistent stimulation since. The rep reported that the patient was not programmed on any of the electrodes with high impedances. The rep reported that when the hcp was loosening the set screws on the ins, the silicone over the screws covering that area was found to be loose and immediately came off the battery. The rep reported that the hcp requested for this reason the battery be returned for analysis as it might be defective. The rep reported that impedances were checked with a wireless external neurostimulator (wens) and old leads yielded the same impedance results as with the old battery. The rep reported that the full system was replaced. No further complications were reported. (B)(6) 2017 (rep): additional information received from the manufacturer representative reported that the cause of the high impedances and loose silicone over the set screws was not determined. (B)(6) 2017 (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances and loose silicone over the set screws was not determined.